Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On 19-may-2020 it was reported that a catheter surgery was scheduled for (B)(6)2020. The issue was not resolved at the time of the report. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Event description:
Additional information was received that reported the reason for the surgery that was scheduled for (B)(6) 2020 was that they suspected something was wrong with the catheter because the patient was feeling flu like symptoms. The pump was fine and the catheter was replaced completely even though there did not appear to be anything wrong with it. The patient had been experiencing flu like symptoms on and off for a couple of months, the exact dates were not provided. The actions and interventions taken during the surgical procedure on (B)(6) 2020 to resolve the issue was they replaced the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.